Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 272 mg/dl at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer states the spring was corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.